Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 522-523 mg/dl, vomiting, and nausea. Subsequently, the customer went to the emergency room and was admitted to the hospital. Customer delivered a bolus and administered manual injections prior to going to the ER in attempt to resolve the issue. Customer was treated with intravenous insulin and saline while in the hospital. At the time of the report with tandem technical support the customer was still admitted to the hospital. The cause for the reported issue was unknown. Reportedly, the customer used the cartridge and insulin past labeling. System check with tandem technical support confirmed the pump functioned as intended. Multiple follow up attempts were made to obtain additional information; however, a response was not received.

Manufacturer narrative:
Root cause diabetes management: "per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. " no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.